Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the third inflation at 18 atmospheres, the balloon ruptured. The device was removed without any problem and completed the procedure with a different device. There were no patient complications reported and the patient was good post procedure.